Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The motor assembly found corroded. No unexpected audio alarms or vibration anomalies were noted during testing. The insulin pump was received with cracked battery tube threads and scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump went blank immediately after being exposed to moisture. The customer's blood glucose was 271 mg/dl at the time of incident. The customer stated that they treated the blood glucose. The customer stated that a constant tone was occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.